Event description:
Additional information was received from the patient via patient letter. Patient confirmed their weight at time of event was 165 pounds.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), and product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product ID 97745, serial# (B)(6) was returned for analysis. Analysis found there was a cracked/scratched/worn front case causing case separation, charge issues, power loss and blank/white display. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745, (serial: (B)(6)); product type: 0201-programmer patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that the controller is not functioning properly since friday. Caller stated that they talked to the rep over the weekend and they advised them to call patient services for assistance. Caller confirmed that it wasn't making contact with the implant and unable to charge the implant. Patient stated that it was almost like the controller battery didn't want to charge so they took the battery out and put in 2 aa batteries and it seemed to work fine. Patient noted that they noticed these issues only when the recharger was plugged into the controller and not the controller itself. Patient mentioned that they have done controller resets in the past and that it usually took a little longer to charge the controller than it did this time. Patient confirmed that there was no visible damage to the recharger paddle, cord, and gold pins. The controller then went blank/unresponsive while the patient was charging the implant and patient was unable to get the controller to power back on. During the call pt stated controller battery went to 100% but then dropped to 50%. Patient plugged the controller into the ac power supply without the battery pack inserted and the controller powered on. Patient then reinserted the battery and confirmed seeing the green light blinking on the controller. Patient was able to start a recharging session with excellent. The controller battery was at 50% and the implant was at 60%. The issue was solved with troubleshooting. Agent reviewed the external equipment was functioning as intended. Agent suggested the pt monitor their device, document any messages that may appear, and call back if necessary. The patient called back stating that the controller is not working again and just went blank. Pt does not detect damage and states had just gone over all this with previous agent. Pss sent request to repair for controller.